Event description:
No patient was involved. A nurse in the operating room opened a new box of size small exam gloves which had been stored on the stock supply cart. She broke the seal on the box and pulled out two individual gloves from the unused, brand new, unopened box. When she donned one of the gloves, she felt something "odd". When she pulled her hand back out of the non-sterile exam glove, her hand was covered in "what appeared to be either old oil or a dirty lubricant, possibly used for machinery." The nurse stated that it took quite some time to scrub the unknown substance off of her hand once the dirty glove was removed. The box of gloves was taken from the operating room stockroom area and shown to leadership. No harm to the employee and the item was not in the vicinity of any sterile field, not did it occur during any procedure.